Event description:
Customer reportedly received the following back to back results on the same device within 10 minutes: 257 mg/dl, 195 mg/dl, 132 mg/dl, and 133 mg/dl. No action was taken based on device results. No symptoms with these results. No adverse event reported. Controls were run and were in range. Requested return of suspect device and replacement was sent.